Event description:
It was reported that the arctic sun device had an alarm 113 (reduced water temperature control). A check of the diagnostics showed that the mixing pump had failed. As the device was a loner, mis stated would replace the device with a loaner overnight. Per wo update on 18nov2022, the nurse states device was not cooling, and the countdown has not started. Mis explained device was likely set to cool at target. We could not change this mid therapy. Patient temperature was 35.6c, target temperature was 33c, water temperature was 27.4c, flow rate was 2.7lpm, event log shows alert 113 (reduced water temperature control). System hours was 1626, pump hours was 1345, chiller temperature (t4) was 4.4c, mixed pump command was 100 percent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alarm 113 (reduced water temperature control). A check of the diagnostics showed that the mixing pump had failed. As the device was a loner, mis stated would replace the device with a loaner overnight. Per wo update on 18nov2022, the nurse states device was not cooling, and the countdown has not started. Mis explained device was likely set to cool at target. We could not change this mid therapy. Patient temperature was 35.6c, target temperature was 33c, water temperature was 27.4c, flow rate was 2.7lpm, event log shows alert 113 (reduced water temperature control). System hours was 1626, pump hours was 1345, chiller temperature (t4) was 4.4c, mixed pump command was 100 percent.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Test mixing pump was installed for cooling and confirmed. Mixing pump was serviced during the pm process. The device underwent pm servicing while in for repair. Serviced the circulation pump. Replaced the heater. Replaced both manifold o-rings on the manifold. The coin cell in the control panel was replaced due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. It is not known if the device was in use on a patient. The DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.